Event description:
It was reported that following a replacement surgery for unspecified reasons, the patient experienced pain and suffering. He also reported suffering from medical issues such as peripheral neuritis associated with the failure of the device and subsequent revision surgery. No further patient complications were reported. Refer to MFR report #2124215-2023-20255 for the replacement surgery.